Event description:
It was reported that the insulin pump alarmed no delivery, air bubbles in the tubing and broken holster. Customer's blood glucose was 330 mg/dl. Troubleshooting was done. The customer was advised that longer cannula will be sent, infusion set, reservoir and holster would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.